Event description:
It was reported that the patient experienced infection at the lead exit site on the right buttock during the spinal cord stimulation (scs) trial period. Therefore, the external trial stimulator (ets) was disconnected, the lead was cut off at the exit site on the skin and a temporary wick was placed at that site. Also, a culture was taken which confirmed the presence of staphylococcus aureus. The patient was given antibiotics and was doing well.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient experienced infection at the lead exit site on the right buttock during the spinal cord stimulation (scs) trial period. Therefore, the lead was disconnected from the external trial stimulator (ets) and the externalized portion of the lead was cut where the lead exited the skin while the remaining portion was left in-situ. A temporary wick was then placed at the exit site of the lead to aid in the release of the purulent discharge. Also, a culture was taken which confirmed the presence of staphylococcus aureus. The patient was given antibiotics and was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2022.